Event description:
It was reported to boston scientific corporation that during an anterior and posterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the capio device "failed to load and fire properly." The physician used another pinnacle anterior/apical pfr kit to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure. No further information regarding the event or the malfunction details of the capio device has been forthcoming.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.